Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 scope communication error and a broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of charged coupled device (r-unit) and/or universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had image noise when it was combined with the video system center. This issue occurred during preparation for use in a therapeutic lapatan procedure. The procedure was completed using a similar device. There were no reports of patient harm.